Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No beeping or vibrating anomaly during testing noted. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump was vibrating and beeping without an alert. Customer's mother stated that the insulin pump had recently been exposed to rain. Caller also reported that the device was cracked and the display could not be read. Blood glucose level at the time of the incident was 216 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.